Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2010, a peritoneal effluent culture was performed which revealed no growth and a peritoneal effluent analysis was performed which revealed a leukocyte count of 500 cells/mm3, neutrophils 70% and lymphocytes 30%. On an unreported date, the patient began treatment with intraperitoneal (ip) antibiotics of fortum, meropenem and heparin 1000 units. On (B)(6) 2010, the patient began treatment with vancomycin ip. The outcome of the peritonitis was unknown. Pd therapy was ongoing.